Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer received sensor updating, change sensor alert, battery failed, and blank screen. The customer reported a current blood glucose value of 350 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-332a, mmt-398a, mmt-1884, and mmt-7040b. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test/or the test passed. The customer was advised to try another sensor. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the blank display, and the display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Troubleshooting was performed for the battery failed alarm, and no damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. Troubleshooting was performed for the high blood glucose, and the type of diabetes was type 1. No further patient complications were reported. No product return is required for mmt-332a, mmt-398a, mmt-1884, and mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.